Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved prior to contacting support by using an alternative cable and wall adapter, successfully charging the pump.